Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2025. A telehealth visit was completed after testing and the doctor diagnosed the customer with a cold. No covid-19 diagnosis was given. The doctor advised that no further testing or treatment was necessary.

Event description:
The customer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2025. A telehealth visit was completed after testing and the doctor diagnosed the customer with a cold. No covid-19 diagnosis was given. The doctor advised that no further testing or treatment was necessary.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000920382a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 000920382a, device part number 195-430wjr / lot: 920382. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000920382a showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.